Event description:
Olympus was informed that during an unidentified procedure, the video went black. There was no further info provided.

Manufacturer narrative:
Olympus followed-up with the user facility via phone and in writing to obtain additional info without success. The device referenced in this report was returned to olympus for eval. The eval confirmed the user's report. The image would black out intermittently during eval. The electrical connector was disassembled and there was evidence of fluid invasion in the electrical connector and in the charge-couple-device-flexible-printed-circuit (ccd-fpc) assembly which may have caused or contributed to the user's experience. A leak was observed in the bending section due to a hole. Another leak was observed in the instrument channel caused by tear marks at the bending section. The leaks appear to be the result of physical damage. The device has been serviced and returned to the user facility. This report is being submitted as a medical device report in an abundance of caution.